Event description:
A fire occurred in the boiler of a steam sterilizer. A near by worker heard a sound, saw smoke emitting from the boiler and sprayed it with a fire extinguisher. There were no injuries or property damage, other than the boiler. The fire was contained within the enclosure of the boiler assembly.